Event description:
It was reported that the device did not work. The test showed that the handpiece had loose stud and loose mount (it failed points 2 and 3 of ii step of procedure).

Manufacturer narrative:
Evaluation summary: the hp054 handpiece was returned with a loose mount. It was tested on a generator and gave an error code 3. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. No anomalies with the stud were noted. A batch record review was performed and no anomalies were found during the manufacturing process.